Manufacturer narrative:
The cage was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. As such, without the lot number, a review of the manufacturing records cannot be completed. A 12-month review of the complaint trend analysis for the product family noted that there were no other reported complaints for issues associated with cage fractures post-operatively. Without the return of the cage, we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Event description:
Medical safety reported the complaint from literature that was reviewed for post market surveillance reporting: article title: vertebral body fractures after transpsoas interbody fusion procedures (brier-jones, j.e.) Publication date: nov 2011 critical findings determined by medical safety and complaint management found: n:1 wedge fracture of superior aspect of l5 (compression fractures). Patient experienced severe pain and had revision surgery. The wedge fracture occurred at the level with a cougar cage implanted. While the cage itself did not fail, the bony interface did, resulting in the adverse event.